Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was in the incorrect code. This complaint was classified based on the customer care advocate (cca) documentation. For approximately 1 week prior to (B)(6) 2012, the patient reported the alleged issue started. The patient reported using non adjusting insulin to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2012 at an unknown time she developed symptoms of "blurred vision." The patient reported on (B)(6) 2012 she was seen in the emergency room (ER) or hospital and a reading of "208mg/dl" was obtained and she was given IV fluids. At the time of troubleshooting, the cca was able to assist the patient in resolving the alleged issue with training. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she was unable to test her blood glucose due to the alleged issue, and developed symptoms suggestive of hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4), 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.